Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a few minutes of surgical delay and no impact to the patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by an area clinical manager that during a conference call with the account to discuss the cranial depth gauge fca. During this call we discussed the inaccuracy during a biopsy case with a surgeon recently (separate case). It was then brought up by the stealth coordinator, that she received an email from a female neurosurgeon awhile back complaining of inaccuracy during her biopsy case. This was all of the information available. Medtronic received additional information from a clinical specialist (cs) present during the case. It was reported that they had just begun to navigate when an alleged inaccuracy was noticed. The amount of the alleged inaccuracy was unknown. It was then observed the articulating arm was not tightened all the way and caused movement of the arm and reference frame. The surgeon had thought it was damaged because the frame was able to move when it was tightened. However when the cs checked it and tightened down the arm there was no movement. The site redid the tracing which was done a few times and did pass with the successful tracing pattern.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated at that time. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts) reviewed 2 cts and 3 mrs, no archive was provided. Ts merged the CT to the mr's and the merges were accurate. The CT was tilted anterior and the fiducial placement was symmetrical.